Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the prostyle was stuck in the vessel. Resistance was noted lowering the lever and closing the footplate. After further manipulation to remove the device, the device separated at the distal and proximal guide. A cut-down was performed to remove the device. No tissue damage was noted. No additionally suture were pre-placed. The sheath was upsized to a 14f, and the tavr procedure was completed. Hemostasis was achieved via cut-down and surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported difficulties. Factors that may contribute to a guide break include, but not limited to an interaction with patient anatomy and/or the incorrect angle of insertion of the device during deployment, or manipulation of the device with the foot deployed. The surgical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.